Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "in the past 2-3 years, we have had many (over 2 dozens) piccs that we have had to remove/pulled due to missing claves/needleless connectors on the end of the PICC catheter for an unknown amount of time. Our vascular access qapi committee is tracking this carefully, and we have implemented the blue claves instead of the clear ones earlier this year to prevent further events; however, it is still occurring."